Manufacturer narrative:
The event date is approximate. The nozzle is an accessory of the sonicare airfloss ultra system. The model number and serial number provided are for the airfloss handle. The complaint was received from (B)(6).

Event description:
A consumer reported that a piece of their sonicare airfloss ultra nozzle broke off during use. No serious injuries or property damage was reported.

Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred. H3 other text : product not return to manufacturer.